Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a procedure, tip of the single use electrosurgical knife broke off during esd endoscopic submucosal dissection procedure and fell into the patient¿s body and fell into the patient's stomach. The fallen knife was retrieved using grasping forceps. The procedure was completed after replacing it with a similar device. No health damage to the patient occurred. The procedure was not delayed, and no additional sedation was required. No additional procedure/intervention was undertaken. The patient's condition is reported as "good" and discharged from the hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the incision knife was observed to be broken and melted near the tip cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the breakage of the cutting knife was likely caused by the following: 1) during tissue incision, an electrical discharge might have occurred due to one of the following factors. The high-frequency output was set too high. The electrosurgical unit was used in coagulation mode. The output activation time was too long. 2) an electrical discharge occurred, and the part of the cutting wire became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting wire was scorched. 3) during tissue incision, a load was applied to the cutting knife, which had reduced strength. This may have caused the cutting knife to bend. 4) the knife broke and it was no longer possible to push it out. However, the root cause of the reported event could not be identified. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿during treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should deformation or break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the coated outer tube. Do not continue using an abnormal electrosurgical knife to prevent perforation or bleeding. If the cutting knife is detached, be sure to collect it using a grasping forceps.¿ ¿always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as perforation, bleeding, or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that the cutting knife may break. When a high-voltage waveform must be used, minimize the duration of current application. Electrosurgical unit: voltage intensities of various waveforms soft coagulation < cut / pulse cut < forced coagulation¿. ¿do not activate output when the metal portion at the distal end of the endoscope is too close to or in contact with the cutting knife. This could burn the tissue and/or damage the endoscope.¿ ¿if the cutting knife is used in a high-humidity situation, it may be damaged by melting or elongation.¿ ¿do not use this instrument and a cord with an output higher than the rated high-frequency voltage given in the tables in section 8.2, ¿specifications¿. This could cause a patient, operator, or assistant injury, such as thermal injury. It could also damage the endoscope, instrument, and/or a cord. 8.2: rated high-frequency voltage. Cut: 1600 vp (3200 vp-p). Coag: 2900 vp (5800vp-p)¿. ¿be careful not to use excessive force when removing tissue attached to the cutting knife. When the distal end is subjected to excessive force, for example, when forcibly scraping the cutting knife with tweezers, etc. Or when extending and retracting the cutting knife abruptly and continuously, it may break the cutting knife.¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.